Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon felt the permanent implant did not have the exact same measurements as the trial component. A thicker permanent implant was used.